Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. Photos were provided but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).